Manufacturer narrative:
The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
(B)(6), implant surgeon at the hospital, called (B)(6), to report that "a revision surgery is scheduled on (B)(6), 2012 to remove the implants."